Event description:
It was reported, "patients have been coming back to the hospital with post polypectomy bleeding after use of the beamer system. Drs. (B)(6) have been using 26 watts of pure coag. They have noticed a recurrent issue of post polypectomy bleeding. Dr. (B)(6) has lowered his settings to 20 watts and has still seen recurrence of bleeding."